Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's right ventricular lead exhibited high threshold after implant. X-ray performed on (B)(6) 2018 showed a big loop on the right ventricular lead observed in the right atrium. The lead was explanted and replaced on (B)(6) 2018. Patient was doing well during and after the replacement procedure.